Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces during visual inspection. All buttons functioned properly. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
The customer's parent reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 106 mg/dl at the time of the incident. Customer's pump was located in her bra while she was outside doing yard work. Customer was weed wacking the lawn and then received a button error alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.